Manufacturer narrative:
This is an addendum to the initial MDR to report a correction to the 510k number. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2014 - the patient underwent a robotic assisted sacrocolpopexy with implant of a bard/davol soft mesh and implant of a non bard/davol gynecare tvt urethral sling. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant tracking log only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2014 - the patient underwent a robotic assisted sacrocolpopexy with implant of a bard/davol soft mesh and implant of a non bard/davol gynecare tvt urethral sling. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Addendum based on additional information provided by patients attorney which included the medical records and general patient outcome allegations. Currently, it is unknown whether the bard/davol soft mesh (device #1) may have caused or contributed to the reported event. It is alleged that on 10/14/2014 the patient was diagnosed with mesh erosion with infected mesh and the patient underwent removal of the bard/davol soft mesh (device #1). Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Should additional information be provided a supplemental emdr will be submitted.

Event description:
As reported on (B)(6) 2016, the following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2014 - the patient underwent a robotic assisted sacrocolpopexy with implant of a bard/davol soft mesh and implant of a non bard/davol gynecare tvt urethral sling. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device. Addendum based on additional information provided by patients attorney which included the medical records and general patient outcome allegations: (B)(6) 2014: the patient was diagnosed with stage iii vaginal prolapse and underwent a robotic-assisted sacrocolpopexy with implant of a bard/davol soft mesh (device #1), cystoscopy, implant of a non bard/davol ¿gynecare tvt¿ sling and anterior/posterior repair. 07/ni/2014: the patient noticed significant low back pain, which was debilitating to the point where she could barely walk, and a change in discharge, possibly purulence. The patient returned to see her surgeon and had seen multiple specialists which included an MRI and a CT scan. (B)(6) 2014: the patient was then referred to an infectious disease specialist and underwent a bone biopsy which was CT-guided. (B)(6) 2014: the patient was diagnosed with vaginal mesh erosion with infected sacrocolpopexy mesh (bard/davol soft mesh (device #1), diskitis l5-s1 with presacral infection and underwent a 2 part procedure which included exam under anesthesia, removal of the sacrocolpopexy bard/davol soft mesh (device #1), upper vaginectomy with vaginal cuff closure, cystoscopy; saucerization l5-s1 disk space and presacral area. (B)(6) 2014: the patient had a post operative office exam with complaints of progressive pain and radicular symptoms in her left leg. The patient was diagnosed with osteomyelitis and was recommended to continue on her antibiotics and a possible need for additional surgical treatment of her l5-s1 disc. 07/ni/2017: the patient underwent a surgical procedure which included "scar tissue removed from around the intestines." Alleged patient suffered from dyspareunia, recurrent vaginal pain and urinary retention after implant of the bard/davol soft mesh (device #1).